Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that interlock was noted to be bent. Visual inspection noted the cartridge was received attached to the received loading unit. The cartridge was partially fired to the 5 cm cut line. Functionally, the loading unit was connected to the returned adapter while the adapter was connected to a representative handle and the cartridge was recognized as used. The cartridge was removed from the loading unit. There was damage noted on the cartridge. The most likely cause could not be established from the information available. The product analysis also found that there was damage noted on the cartridge. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, the adapter stated that the reload was incompatible with the tissue it was being applied to. The device first indicated that the reload was good then failed stating that the reload was inadequate, going from 1 to 3. Another adapter was used to complete the case. There was no patient injury.